Event description:
Caller reported experiencing cgm error 42 associated with g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a complete pump reset, and the caller planned to reset the pump at their convenience, with the option to follow up if the issue persisted.